Event description:
It was reported that using the sheath, the intra-aortic balloon (iab) was inserted via the femoral artery in CPR setting, with syst 60 and medium dia augmentation; "no alarms at that time." The patient was lifted for an x-ray of the thorax, and the pump alarmed "gas loss." There was no blood in the catheter. The catheter tip was not easily detectable on x-ray. The iab was drawn back by 1.5cm and the alarm continued. The iab volume was diminished with 3cc and the console still alarmed; there was no blood in the tubing. The alarm continued. As a result, the iab was exchanged over the wire without problems.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.